Event description:
Event description cpi received information that this endotak transvenous defibrillation lead dislodged one month after implant. The physician elected to replace the rate sensing portion.